Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On december 1, 2004, the patient contacted lifescan alleging that his one touch ultra meter has the incorrect date/time due to a power loss and eventually stopped powering on. The patient was last able to test in 2004. The patient neither alleged harm nor experienced injury or medical intervention. He contacted a medical professional; however, no treatment was received. The customer care representative (ccr) verified that the correct test strips were being used. The meter powered on with the power button; however, it would not power on with the insertion of a test strip. Based on the information supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.